Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the cable connector came loose on the extension cable. The hospital did not report any pt effects as the procedure had already been completed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).